Event description:
Pt experienced a ruptured abdominal aortic aneurysm. During emergency surgery to repair the aneurysm, a suture needle broke off. An x-ray confirmed the broken piece was projecting over the superior portion of the l4 vertebral body on the left side. The piece was left in the position because the surgeon stated it was unretrievable due to its location/pt safety. There was no apparent harm to the pt from the incident and pt recovered from surgery and was discharged in 2/2001.